Event description:
It was alleged that during use on a patient a freeflow occurred. The rate was set at 20cc/hr with 100ml diprivan. It was noted that the infusion completed in 10 minutes and that the pump did not alarm. It was further noted that the pt was given a perfusion of amino acids for "cardiovascular collapse". There was no other reported pt consequence.